Event description:
The device was returned to the manufacturer with no information or reason for explant. No pt symptoms or clinical info was provided.

Manufacturer narrative:
Final device analysis results revealed - broken welds at the bond wire pads (lifted bond wires). Analysis indicated the device failed the automated test console. The battery was not in new condition. Both the b+ and b- bond wires were lifted from the circuit board pad. The connector block, insulation coating, and titanium can were scratched. The epoxy bond was broken between the hybrid circuit and the battery terminals on both terminals. There was foreign material in the connector ports. The battery voltage was 1.59 volts. During functional testing the ipg had telemetry when it was run on the ats console. After interrogation, the device lost telemetry.